Event description:
It was reported that during the procedure in a right coronary vein graft, pre-dilatation was not performed and a 4.0x38 rx xience xpedition stent system was advanced to the target lesion without resistance, via femoral access. The vessel was non-tortuous and moderately calcified. The stent system balloon was inflated one time at 10 atmospheres and the stent was deployed successfully. During deflation of the balloon, negative pressure was held for an unknown period of time. During withdrawal of the stent system without resistance into the 6f non-abbott guide catheter, the distal shaft separated at the guide wire exit notch, partially inside the guide catheter and partially in the vessel. The physician used a balloon to pin the separated distal segment to the guide catheter and retrieve the separated segment from the anatomy. St elevation occurred but immediately lowered once the distal segment was removed. There was a clinically significant delay in the procedure. There was no other adverse patient sequela and the patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.